Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, with no reported revision. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitant products: 5309536 - 02-010-01-0210 - logic femoral ps cem left sz 1 5105807 - 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t 4982156 - 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
A2: added the following information: date of birth. A3: added the following information: gender. D1: corrected the following: brand name. G1: corrected the following: reporting contact first name, reporting contact last name h6: corrected the following: health effect clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.